Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band did not deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation of esophageal varices procedure for esophageal varices performed on (B)(6) 2024. During the procedure, the band didn't come off. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.